Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size 5 cr femur. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
Femur loosening was reported. Patient had revision surgery.